Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: carto 3 system, model #:m-4800-01, serial #: (B)(4). Pump, model #: unknown, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial : (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. While ablating the cavotricuspid isthmus (cti) line in the right atrium, a steam pop was noticed. Immediately after the steam pop, a pericardial effusion/tamponade occurred. The pericardiocentesis yielded an unknown amount of fluid. Patient was stabilized and remained in the hospital for observation. The caller indicated that they did not believe that a biosense webster, inc. Product was directly responsible for the injury. Physician did not provide any further explanation regarding causality. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event required medical or surgical intervention to preclude permanent impairment to a body function or permanent damage to a body structure, it is considered serious and MDR reportable.